Event description:
It was reported that a progav shuntsystem (part # fv441-t) was checked during pre-operative testing. According to the complainant, the pressure setting of the valve was not able to be checked or controlled. The complaint device has not been returned to the manufacturer for evaluation. No patient involvement.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
No investigation possible.

Manufacturer narrative:
Manufacturing and quality control data the progav® shunt system was manufactured by a qualified employee on august 2021. Deviations during assembly did not occur. The product was finally tested as article fv441-t and released for packaging and sterilization and was sterilized by miethke. The progav® shunt system has a normal pressure range of 0 to 20 cmh2o. The parameters after completion of the valve assembly were tested at a flow rate of 5 ml/h or 50 ml/h at set pressures of 0, 5, 10, 15 and 20 cmh2o, and were found to meet specifications. The valve was pre-adjusted to 5 cmh2o in accordance with the specification. The shuntassistant® has a fixed pressure of 20 cmh2o. The parameters after completion of the valve assembly were tested at a flow rate of 5 ml/h or 50 ml/h at a fixed pressure of 20 cmh2o, and were found to meet range the tolerances. All tested parameters were assessed according to specifications. Conclusion information an investigation was not possible because no product was sent for investigation. On the basis of the product documentation, we can exclude the presence of a defect at the time of delivery of the progav® shuntsystem, since this documentation indicates that the valve is in perfect condition. Unfortunately, due to the missing sample, we are unable to provide a meaningful analysis.